Event description:
Reporter indicated the patient was experiencing an "increasing frequency and severity of seizures, and inability of the magnet to reliably abort the seizures." The patient's seizure frequency and severity levels prior to initial vns therapy implant are unknown. A battery life calculation revealed the generator was .39 years until the elective replacement indicator = yes, which indicates the generator was most likely at end of service. The patient underwent generator replacement surgery. The generator has been returned to the manufacturer and is pending product analysis. Good faith attempts to obtain additional information are being made, but have been unsuccessful to date.